Event description:
It was reported that during photoselective vaporization of the prostate (pvp) procedure, the fiber tip broke after 14,847 joules of use and 7:57 minutes. The fiber tip was cleaned during the procedure. The procedure was completed with a second fiber. Patient outcome information was not provided.

Manufacturer narrative:
The device history review (DHR) confirmed that the devices met all material, assembly and performance specifications prior to release. Analysis of the device revealed that the glass cap is fractured at the uv glue zone; the glass cap distal to location of fracture is detached and not returned; the heat shrink tubing open end exhibits signs of abrasions and melting, erased red octagonal sign, partially erased blue arrow indicator, and moderate contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. It is probable that cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. This would cause reduced vaporization efficiency. Cap wear acceleration lead to the possibility of glass cap fracture. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
It was reported that during photoselective vaporization of the prostate (pvp) procedure, the fiber tip broke after 14,847 joules of use and 7:57 minutes. The fiber tip was cleaned during the procedure. The procedure was completed with a second fiber. Patient outcome information was not provided.